Manufacturer narrative:
Motor arm cannot communicate (line number: 2725, file number: 2002) and pump error (line number: 3294, file number: 26) confirmed in downloaded pump history due to software error. Device passed the displacement test and the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hal software error detected as well as the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was 10 mmol/l. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump error occurred for 2nd time. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.